Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Based on the information provided, the reported difficulty removing the catheter appears to be due to circumstances of the procedure. It is likely that the guidewire caused the difficulty removing the catheter. In this case, it is likely that the catheter advancing onto the distal part of the guide wire caused damage to the distal tip coil, which resulted in the difficulty to remove; however, this could not be confirmed since no device was returned. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4:- primary UDI number: a partial UDI was provided as the lot number is not known.

Event description:
It was reported the dragonfly opstar imaging catheter was used during the procedure. However, during pullback, the tip of the guidewire became twisted. The dragonfly could not be removed from the guidewire therefore the devices were removed as one unit together. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.